Event description:
It was reported that the patient's ipg became inoperable following a period of increased recharge burden. Surgical intervention was undertaken in which the ipg was explanted and replaced.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.